Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. The returned sample was inflated / deflated three times and no issue noted.. The sample was leak tested under water and no leakage was detected. The sample remained inflated for a period and no issue noted. The reported defect could not be detected on the sample returned for evaluation. The most probable root cause of this reported defect is an inflation device remaining in the inflation valve permitting the cuff to deflate. All of our bronchocath products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed. We would like to draw your attention to our IFU where it states the following¿ syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff had an air leakage. There was no patient harm.